Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose.